Manufacturer narrative:
The cardiomems patient electronic system was received for evaluation. No anomalies were found during visual inspection and the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Diagnostic testing was unable to confirm the reported event.

Event description:
Final report for MFR# 2184149-2018-00126: error message 5: (B)(6) spoke with patient on (B)(6) 2018. The patient alleges that unit can't take a reading because unit is receiving error 5 when pressing start to take a reading. Investigation involved troubleshooting that included rebooting unit, resending the reading to get the most up to date config file, submitted rcit ticket. (B)(6) will edit config file. Then we will continue to troubleshooting with the patient. Update: (B)(6) resolved rcit ticket # (B)(4), called patient to resolve the error 5. I walked him through re-sending readings, turning the unit back on and error 5 was successfully removed. Patient was able to take a reading. Replaced unit due to error 5 known issue. Ordered replacement unit.

Event description:
Related to MFR: 2184149-2018-00126. Error message 5: (B)(6) spoke with patient on (B)(6) 2018. The patient alleges that unit can¿t take a reading because unit is receiving error 5 when pressing start to take a reading. Investigation involved troubleshooting that included rebooting unit, resending the reading to get the most up to date config file, submitted (B)(6) ticket. (B)(6) will edit config file. Then we will continue to troubleshoot with the patient update: (B)(6) resolved (B)(6) ticket # 287452, called patient to resolve the error 5. I walked him through re-sending readings, turning the unit back on and error 5 was successfully removed. Patient was able to take a reading. Replaced unit due to error 5 known issue. Ordered replacement unit.